Manufacturer narrative:
Product support observations for tni recovery follow: no high bias or false positive result was observed with any sample. No error codes or device issues were observed. All data points with cal z were below the manufacturing cut off of 0.05 ng/ml. All data points with cal h were within the manufacturing final release specifications). The customer complaint of a false positive result was not observed with the negative control sample; and no high bias in tni recovery was observed with the positive control. Product support tested sob w48990 with cal z (neg control) and cal h (pos control). Observations were for tni recovery. No high bias or false positive results were observed with either pos or neg control. As of 10/12/2011 there are four complaints on sob lot w48990. No sample was returned for testing. Product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrence. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges false positive tni with triage sob meter. Caller did not have complete info on patient, such as age, reason for ed visit, medical history, current medications list, or if other diagnostic tests run. Caller who reported incident was not the technician who ran the tests, so she was only able to provide limited technical information, no confirmatory test. Two different draws of whole blood done by the same technician. First draw in ed, at 13;21; meter s/n (B)(4); w48990 tni: 0.36. Physician called results a n-stemi (non-st-elevation myocardial infarction). Second draw in ed, at 13:59; meter s/n (B)(4); w48990 tni: <0.05. Triage cut-off tni: 0.4 ng/ml patient diagnosis: renal failure. Customer stated that has received other "indeterminate tni" issues with same lot, however she did not have that information available.